Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line tubing was discolored. Reportedly, the customer was unable to remove the discoloration from the patient line. There was no impact to the customer's blood glucose level and the customer continued to use the cartridge.